Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with complaints of pocket stimulation. Upon interrogation, it was found that his device was in backup vvi mode. Inappropriate low voltage output was seen in the interrogations intermittently due to the backup mode. The device was returned to normal settings. No adverse events reported.